Manufacturer narrative:
(B)(4). PMA/510(k) number: k113753, k112160.

Event description:
It was reported that doctor suspected allergic reaction and implant (tmt6b11) was removed. Site was bone grafted. Tooth location 9.

Manufacturer narrative:
One imp tm 6.0mm mtx full, 11.5mm (tmt6b11) was returned for investigation. Visual inspection of the as returned products identified wear and debris within the drive feature of both implants and the trabecular metal features. No pre-existing conditions were noted on the per. The reported products were located on tooth sites 9 and used for 20 days. The customer has not provided additional pictures or x-ray images of the product. DHR review was completed for the subject lot number 1219480. It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformance, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Review of the raw materials report of the dhrs under op 10 revealed no non-conformance or rejections based on material specification. It is not indicated by the customer that the patient had sensitivity to any particular metal type, therefore material characterization was not reviewed. Complaint history review was performed for the reported lot number (1219480) for similar event and no other complaint was identified. July post market trending was reviewed and there were no negative trends or corrective actions for the reported event (allergic reaction) or products ((B)(6)). Therefore, based on the available information, device malfunction has not occurred and the reported event was non-verifiable. (B)(4).

Event description:
No further event information available at the time of this report.